Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel. Consequently, the facility made the decision to reprogram the device, but as a result, undersensing of some atrial activity has been observed. Technical services (ts) reviewed data from this device, and it was found that daily measurements are stable and within range and confirmed that undersensing and farfield oversensing were present in stored episodes. Ts explained that the reason why the ventricular signals are being oversensed on the atrial channel could be related to the amplitude and timing of the waves. Reprogramming recommendations were provided to mitigate the reported observations. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): initial reporter name and describe event or problem field were updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing of ventricular signals on the atrial channel. Consequently, the facility made the decision to reprogram the device, but as a result, undersensing of some atrial activity has been observed. Technical services (ts) reviewed data from this device, and it was found that daily measurements are stable and within range and confirmed that undersensing and farfield oversensing were present in stored episodes. Ts explained that the reason why the ventricular signals are being oversensed on the atrial channel could be related to the amplitude and timing of the waves. Reprogramming recommendations were provided to mitigate the reported observations. The device remains in service and no adverse patient effects were reported. Additional information was received. The patient was checked, and the device was reprogrammed. No adverse patient effects were reported. The device remains in service.